Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000089868.

Event description:
Related manufacturer reference number: 3006705815-2023-00750. It was reported that the patient experienced ineffective therapy due to ineffective stimulation and due to inoperable ipg. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their lead and ipg replaced. Patient now has effective therapy. Investigation was unable to determine which lead contributed to the event.

Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.